Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., g.3., h.6.

Event description:
Healthcare professional additionally reported removal due to "textured implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient husband reported "hardened areas, pain, lumps, and fluid around the implant" on unspecified side. Healthcare professional additionally reported removal due to "textured implant." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient husband reported "hardened areas, pain, lumps, and fluid around the implant" on unspecified side. Device remains implanted. This record is for the right side.